Manufacturer narrative:
(B)(4).this report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continuous ambulatory peritoneal dialysis (capd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient did not wear a mask while performing capd. The peritonitis was manifested by turbid peritoneal dialysis (pd) effluent. Hospitalization and treatment for the event were not reported. On an unknown date, the peritonitis was resolved and the patient was recovered from the event. It was unknown if dianeal therapies were ongoing. No additional information is available.